Event description:
The recipient reportedly had an ear wax removal surgery performed. During surgery the recipient's electrode was compromised. The recipient also experienced dizziness and tinnitus. The recipient's device was explanted and the recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient reportedly experienced dizziness and tinnitus with use of the internal device. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient is reportedly doing well with the new device.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed a slice in the electrode prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.